Event description:
Pt returned with 90% in-stent rstenosis 13 months after the index procedure. The restenotic lesion was pre-dilated with a 2.5 x 15 mm over the wire maverick balloon catheter and stented with a 2.5 x 28 mm over the wire cypher stent. The pt was table and resumed plavix and aspirin. At the index procedure, the pt was admitted with unstable angina and acute coronary syndrome. The procedure was elective. Pre-procedure medications listed were aspirin, plavix and lovenox. 5,000 units of heparin were administered. Angiomax was not administered. A bolus of integrillin was administered. Other medications administered during the procedure were versad and nitroglycerin. The target lesion was the left internal mammary artery (lima) to the left anterior descending (lad) artery. There was a distal anastomosis. The lesion length was 10mm and the diameter of the vessel was 2.5mm.